Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
During insertion of the compression screw, the tip of the hex driver broke off. Completed the case with backup instrument. The driver was discarded by hospital (B)(6)before our rep could retrieve it.